Event description:
It was reported that the user paused the ilet pump to start a new cgm sensor, did not resume insulin delivery until after warmup, and subsequently observed a high glucose reading of 401 mg/dl that was overcorrected, followed by a low glucose alert with blood glucose of 54 mg/dl; factors cited included increased manual labor, stress, and new medication, and the event was characterized as a use-of-device problem with no specific device component identified. Symptoms included hyperglycemia, hypoglycemia, confusion/ disorientation, and malaise. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with the issue attributed to user operation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.